Event description:
Sorin group (B)(4) received a report that, during setup, the s3 double head pump was rotating while the flow rate was set to zero. The pump was not used for the procedure. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s3 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, during setup, the s3 double head pump was rotating while the flow rate was set to zero. The pump was not used for the procedure. There was no patient involvement. A sorin group field service representative was dispatched to the facility to evaluate. While at the facility, the service representative confirmed the issue. The back plane board was replaced and subsequent testing confirmed that the issue was resolved. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.